Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument. During mechanical testing, the device was slow to return to a fully open position. This could have impacted the opening and closing performance of the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.

Event description:
It was reported that the enseal device was being used in a robotic assisted prostatectomy and the jaws were difficult to open after being closed on tissue. The jaws were forced open and the device was removed from the patient. The device was swapped with a second device and the case was completed with no consequence to the patient. No damage to the tissue occurred. One device will be returned for analysis by the sales rep.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.